Event description:
It was reported that a trained physician successfully completed arteriotomy closure using the starclose device after an unk procedure in 2007. The pt experienced an infection in the right groin; however, it is unk at what point the infection occurred. The pt is being treated with oral antibiotics at home. Add'l info received on 03/13/07 indicates that the groin is not healing quickly. The pt had a nickel allergy. No add'l info is available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.